Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the vessel. There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event.

Event description:
It was reported that using a femoral artery access approach during a procedure of the moderately tortuous, moderately calcified, de novo, distal left anterior descending (lad) artery the 2.75 x 28 mm xience v stent was implanted, however, a proximal stent edge dissection was noted. A second unspecified stent was used as treatment. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.